Event description:
It was reported that the device won't work without ac adapter. There was no reported patient involvement. The device evaluated by the bench technician and the problem with defibrillator capacitor was determined. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.